Event description:
Patient was enrolled into the create pas trial. Four protege rx stents were used. Embolic protection was not used in the procedure. Minor stroke reported day after procedure.

Manufacturer narrative:
Please reference the medwatch reports below that are associated with this medwatch. All four stents were used in the same procedure. MDR 2183870-2008-00068, MDR 2183870-2008-00069, MDR 2183870-2008-00070.